Event description:
It was reported that the external pulse generator (epg) display had pixels in the top view that were blank. The caller stated that the epg was purchased in 2012 and repaired for the same reason in 2013. Technical support (ts) advised the caller to send the epg in for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)